Event description:
It was reported that the patient received multiple shocks. Noise on egm observed. Apparent lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.